Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product has been repaired will not be returning to zoll at this time.